Event description:
It was reported that the patient presented in the emergency room (ER) due to complaints unrelated to their device. Upon interrogation, it was noted that the right atrial (ra) lead was far r-wave over-sensing causing inappropriate automatic mode switch (ams) episodes. The patient was asymptomatic. Programming changes were implemented, and the patient left in stable condition.